Event description:
Caller reported a cartridge alarm 20 with their insulin pump. There was no adverse impact on the customer's blood glucose level. Customer will continue using the current pump and rely on an alternate method if necessary. Technical support decided to replace the pump, confirming the customer had experienced consecutive cartridge alarms.